Event description:
It was reported that during realize band procedure, the surgeon pulled the lock end 1/4 to the right of the connector and then he could not release the lock end flap. It was stuck in that position. He then had to cut the band at the connector and replace the band with a new device. The procedure took two hours. There was no patient consequence reported.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.the device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.